Manufacturer narrative:
Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to suboptimal position as the valve was implanted deep, as it was reported. However, a conclusive cause could not be determined from the limited information available. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. In this case, it was reported that the valve was being snared in attempt to reposition it higher into the annulus and subsequently dislodged. Per the corevalve instructions for use (IFU), once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the deep implant of this transcatheter bioprosthetic valve, into a stenotic annulus of 91.1mm, the patient condition regressed. Mild to moderate paravalvular leak (pvl) was noted. The valve was snared in attempt to reposition it higher into the annulus and subsequently dislodged. It was then deployed into the descending aorta and a second transcatheter bioprosthetic valve was implanted successfully resulting in mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.